Event description:
It was reported that the patient received inappropriate therapy due to an atrial tachycardia/atrial fibrillation episode which was detected as ventricular tachycardia. It was further reported that the electrogram associated with the patient's shock could not be observed due to the episode recording suspend operation being in effect. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).